Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for low blood glucose. It was indicated that the customer's sugar level was up and down. Troubleshooting was performed. Programming and bolus history were accurate. Suggested customer call md to discuss possible causes of low bg.